Manufacturer narrative:
A ge rep evaluated the system and restrapped the input transformer. System operates as intended.

Event description:
Customer reported the input power to the system is incorrect. No pt injury was reported.